Event description:
It was reported that the pt experienced an epidural hematoma at the lead location after the procedure. The lead was placed in the cervical region during a trial implant. Symptoms included a headache. The pt was admitted to the emergency room where he had a laminectomy performed. It was reported that the lead was explanted and the pt was in good condition. Additional information received reported that the incident was not a product related issue. It was possible that the pt would be re-trialed at some point, as he experienced good relief of symptoms.

Manufacturer narrative:
(B)(4).